Manufacturer narrative:
Additional information a representative of the medical affairs clinical leadership contacted the surgeon and case was reviewed in depth with and all questions were answered. This patient underwent ilasik for mixed astigmatism and had undercorrected cylinder. The most like cause of this is a truncated ablation resulting from an ilse flap that was 8.5 mm in diameter. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
Clinical surgery support visit on 1-30-15 with two surgeons at the account. The complaint reporter was able to successfully performed 3 ilasik treatments and 2 conventional lasik treatments. He discussed chart review with medical affairs clinical leadership representative prior to clinical visit. Wavescan daily calibration within specifications. Reviewed wavescan exams and observed good wavefront images. No change in intralase settings. Lens calibration on (B)(6) 2015 was within specifications. Sent following plastics dated on 12-13-13, 8-1-2014, 9-19-2014, 12-12-2014, and 1-30-2015 and all plastic results were within specifications. Second surgeon surgery support was able to perform 4 ilasik treatments successfully.

Event description:
Account called and reported that laser under-corrects cylinder and over-corrects sphere and patients need enhancements. One patient experienced undercorrection that required an enhancement on left eye. Original surgery date: (B)(6) 2014. Enhancement surgery date: (B)(6) 2014. It was stated that the patient had no loss of best corrected visual acuity (bcva).

Manufacturer narrative:
(B)(4). Field service specialist visited the account and checked laser. Verified calibration arm height/alignment, reticule centering/focus and alignment, microscope focus, axis calibration, aspirator height/alignment and flow, iris calibrations/measurements and stability, room temperature and humidity. All tests and calibrations were found to be in specifications. System meets amo specs. All pertinent information available to abbott medical optics has been submitted. Placeholder.